Event description:
In 2009, the patient reported her blood glucose ranged from 200-498 mg/dl yesterday despite bolusing through the infusion device. She changed the insulin cartridge and infusion set at 1:00am and noticed the cartridge compartment was "wet" with insulin. Her blood glucose measured 162 mg/dl when she woke up this morning. Her target blood glucose range is 90-120 mg/dl. There was no visible condensation in the cartridge compartment of the infusion device at the time of the report. She stated that she attaches the infusion tubing and adapter to the insulin cartridge prior to insertion into the infusion device per previous instruction. She stated that the adapter and infusion tubing appeared to be connected to the insulin cartridge and infusion device properly. She was advised to switch to her backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.